Event description:
An international distributor reported a customer's AED will not speak. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
Analysis of the returned AED confirmed the reported issue. Bench testing determined that the device was capable of delivering therapy; however, the internal speaker had failed.